Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's lead exhibited loss of capture during an implant procedure. The lead was not used and retrieved. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.